Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4), description: infinion 16 lead kit 70 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. A review of the manufacturing documentation for the precision spectra ipg, infinion 16 lead, and splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had tinnitus when stimulation was on. Patient underwent an explant procedure to remove the device despite receiving excellent pain coverage. Patient is doing well post operatively. Device will not be returned for analysis as it was discarded by the facility